Manufacturer narrative:
The initial call from the customer on (B)(4) 2011 to hotline was in regards to an ion-selective electrode (ise) issue. The customer requested a service; however no additional details were provided by the customer. A bci field service engineer (fse) visited the customer and was informed that no issues are noted with (ise). Review of the proservice database showed on (B)(4) 2011 the instrument generated low na result and the sample was repeated. The customer does not recall this sample and resolute that the result was not reported out of the laboratory.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low sodium (na) result (131mmol/l) on one patient generated by the unicel dxc 600 pro synchron chemistry analyzer. The result was not reported out of the laboratory the sample was repeated and higher result was obtained (141mmol/l). Patient treatment was not impacted by this event.